Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device exhibited an air in line alarm. The staff de-aired the system 3 times. Issues remain unresolved. Pump then stopped. They attempted to restart the device which was unsuccessful. This led to the device being swapped for a new one. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. The pump was returned for investigation. No logs are available for review. The purge cassette was not returned. The cause of the priming issue was not determined since product was not returned. A visual inspection of the pump revealed blood in the purge gap and blood in the motor. No blood was found in the purge lumen. The resistances between all three motor phases are within specification. The pump would not run. The cause of the pump stop was most likely use related as the purge issue likely allowed for blood ingress into the motor, stopping the pump. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-21468 for pump 2 sn (B)(6). This report is being filed as part of a retrospective review of historical records. Corrections made to initial MFR 1220648-2024-21223: b1: adverse event selected. B2: date of death added. H6: investigation findings codes 213/no device problem found and 3221 no findings available corrected to 4251 undesirable presence of endogenous materials.